Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Subsequently, the customer went to the ER and was hospitalized with a blood glucose (bg) value of 484 mg/dl and a moderate ketone level. In an attempt to treat the high bg the customer administered a manual injection of insulin. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg while hospitalized. Customer was discharged 2 days later, (B)(6) 2024 with the issue resolved and no permanent damage.